Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Provided patient demographics indicate that the patient is a (B)(6), calculated bmi of 25.67. Activity level is not known. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds two other reports against the 947624653/1877848 product/lot code combination. It is confirmed that one of the two other reports found is for the same patient and same implant. The one other report found the item reported was non-contributing to the reported event and is therefore not similar to this report. No other reports found against the remainder of the provided product/lot code combinations. Review of revision operative notes and x-rays finds that the hip was found to be stable and the implants were not loose. Physician states that there was chronic trochanteric bursitis and an effusion in the joint present. It cannot be determined, with the information provided, that the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Clinical study (B)(6) subject 03-07, right side. Site 3. The subject reported with dislocation and impingement in 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.